Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. On 10/01, patient's blood glucose was 40 and 200 mg/dl. Test were done 11/20 minutes apart. Patient did anot experience any adverse events. No further information has been reported.